Event description:
Customer called to report a leak from the modular chemistry cup valve manifold of the unicel dxc 800 synchron system. Customer observed dampness and crusty build-up around the white connectors on lines #61 and #62. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and cleaned the modular chemistry cup as well as the leak. The fse observed and tightened the loose fittings for lines #61 and #62. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).